Event description:
It was reported that this pacemaker was found to be in safety mode. The patient fell and technical services (ts) discussed this could likely be a result of the device being in safety mode. Device replacement was recommended. No additional adverse patient effects were reported. At this time, this device remains in service.